Event description:
It was reported that the pt began combination prialt/baclofen therapy in 2007. A month later, the pt experienced the first episode of "passing out", but recovered within one day. The exact date when the pt began experiencing hallucinations and changes in mood was unk, but by early may the pt was admitted to a psychiatric hospital due to worsening symptoms, including worsening depression. The pt's hallucinations were causing him to physically hurt himself, including scratching at his body until open sores developed. Approximately 3-4 weeks before the report, while still hospitalized the pt experienced a second episode of "passing out", which also resolved within one day. Five days before the report, the pt experienced a third episode of "passing out", but this time the hospital staff were not able to wake the pt from his "comatose state", and the pt was transferred to a general hospital where he was admitted to the intensive care unit. Two days later, the pt was partially responsive and a day after that he was awake. While in the intensive care unit, the pt developed a fever which later resolved. It expected that the pt will be released soon from the hospital, and he will at that time return to the psychiatric hospital. The combination of prialt and baclofen have continued to be delivered, no concentrations or doses were reported. The pt's concomitant medications include cymbalta and other, unspecified medications. Further follow-up is not possible to lack of sufficient pt and device info.